Event description:
Additional information received reported the patient had a seroma. The neurostimulator was going to be explanted and they were going to maintain the electrodes the following week. An allergy test was going to be performed. It was also noted that the device was explanted on (B)(6)-2011 and that it appeared the pocket was too small for the neurostimulator, therefore causing it to extrude; however, it was unclear if this was in regards to this event or a different event.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37702 serial # (B)(4) determined no anomaly was found. The ins passed the final functional test. Good, stable output was found on all electrode pairs.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that eruption on the skin occurred over the implantable pulse generator (ipg). The ipg was explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.